Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process.

Event description:
Patient called with an air detected in cassette during drain 3/4. Had patient rebooted the cycler to see if that would help with the warning but once back in treatment the warning continued. The patient cancelled treatment, and upon removing the supplies the patient noticed the cassette was leaking. The cycler was replaced.